Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall during withdrawal of the device and sheath and slipped out. The device was removed with the indicator wire exposed. There was no reported patient injury. The indicator wire showed no visual damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced when advancing the device, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, an audible click was heard, and the indicator window was facing up during retraction. Pulsatile flow was observed from the bleed-back indicator, but the indicator window did not change. Upon removal, no damage was noted to the indicator wire loop. The device and packaging were not inspected prior to use. A non-cordis catheter sheath introducer was used. The device had been stored and prepared according to the instructions for use (IFU). The user was trained to the device. The device was used in a diagnostic procedure with a retrograde approach. The femoral artery site was verified as suitable on angiography with the correct insertion angle, the vessel diameter was confirmed to be =5mm, and there was no calcium, plaque, stent, or stenosis >50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression in the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufactured position, and the indicator wire was found fully deployed, where no abnormal conditions were observed to be present on the indicator wire. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The indicator wire was pulled to the black/black position, and upon full depression of the deployment lever, the indicator wire retracted, and the plug deployed as expected. The indicator window black/white/red position was also obtained. A high magnification microscopic evaluation of the indicator wire loop and internal mechanism was performed, and no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device as the indicator wire was found fully deployed with no anomalies noted to the loop. During analysis, the deployment lever was fully depressed, the indicator wire retracted, and the plug deployed. There were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire engagement event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall during withdrawal of the device and sheath and slipped out. The device was removed with the indicator wire exposed. There was no reported patient injury. The indicator wire showed no visual damage prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. No resistance or friction was experienced when advancing the device, and the sheath was not kinked or bent. The indicator wire cowling locked against the handle assembly, an audible click was heard, and the indicator window was facing up during retraction. Pulsatile flow was observed from the bleed-back indicator, but the indicator window did not change. Upon removal, no damage was noted to the indicator wire loop. The device and packaging were not inspected prior to use. A non-cordis catheter sheath introducer was used. The device had been stored and prepared according to the instructions for use (IFU). The user was trained to the device. The device was used in a diagnostic procedure with a retrograde approach. The femoral artery site was verified as suitable on angiography with the correct insertion angle, the vessel diameter was confirmed to be =5mm, and there was no calcium, plaque, stent, or stenosis >50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression in the previous 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for analysis.